Event description:
It was reported that the customer has passed away in the intensive care unit of a hospital. The customer felt bad after work, on (B)(6) 2015 night, so she went to the local emergency room. She was air lifted to another hospital where she stayed in the intensive care unit until passing. The customer had a stroke; she was on blood thinner, coumadin. The customer's blood glucose at the time of death was around 170 mg/dl. The customer was wearing the insulin pump at the time of death. The caller stated that the insulin pump was working fine and the customer stayed connected and her blood glucose was stayed normal throughout. The caller was becoming resistant to questions and did not provide any more information. He declined returning the insulin pump and stated that he wanted to donate the device. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.